Event description:
It was reported that the patient complained of shortness of breath while walking. It was also reported that prior to this complaint the day after the implant procedure the right ventricular (rv) lead had no capture, high impedance, small r waves and high thresholds. The rv lead was repositioned and it was concluded that a micro perforation occurred. After the complaint of shortness of breath another revision was attempted. Due to the uncertainty of the last revision and the sensing issue both the rv lead and device were explanted and replaced. When the rv lead was examined out of the body, the tip of the lead was much stiffer than usual. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.